Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the issue occurred during a procedure and was completed by using another system. A philips field service engineer (fse) inspected the system onsite confirmed that a piece of sheet was trapped between the bearing and the clea stand causing the c-arm to not move. The system logs were also checked. The fse solved the issue by removing the piece of sheet from the bearing. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a piece of sheet was caught on a bearing causing the c-arm to not move. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and removed the sheet from the c-arm bearing which resolved the issue. The device was returned to use in good working order.